Event description:
Further info about this reported incident clarifies the leakage was limited to air during tissue testing of the staple line. There was no fluid, or blood leakage from the tissue. The staple line was fixed with reinforcement via sutures. There was no injury to the pt.

Event description:
Procedure: lower anterior resection. Reportedly, the device was applied to tissue however the staple line was not formed properly. There was then a leakage, however, the type of fluid & the amount of the leakage is not known.